Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis with a damaged lens and loose air in line sensor. During analysis, the customer's reported concern regarding "failed accuracy test" was not confirmed. The unit passed accuracy testing, however visual inspection revealed a loose air in line (ail) sensor which can cause some fluctuations in accuracy readings, depending on cassette and proper attachment. Service re-attached the ail sensor as a precautionary. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed accuracy testing. No adverse effects were reported.